Manufacturer narrative:
Investigation findings: the shaver handpiece was received and an evaluation confirmed the customer's reported problem. Further investigation of the device found that it has the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure mode.

Event description:
The customer reported that, the shaver handpiece would not work. There was no report of injury or surgical delay with this event.